Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the upd unit involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the reported failure; product issue confirmed. The product failed with error 31221 at start up; "the hardware highside switch fault fpga logic has detected a loss of power". The problem was caused by a switch. The board needs replacement parts to correct the problem. This compliant is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system shut down during use. The customer contacted dvstat technical support engineer (tse) and said that a 316 fault presented. The customer said that they were changing out a spatula instrument when the system began to shut down. The customer powered the system back on and removed the instruments. The system was reportedly still not fully on and they had a 31221 fault and a blank screen on the vision side cart (vsc). The tse asked the customer to hard power cycle the system with an emergency power off (epo) of the patient side cart (psc) twice with no change. The tse asked the customer to power on the psc in standalone mode and the psc would not fully power on; the psc touchscreen was blank. The tse reviewed error logs and found a 316 and a 31221. 316 points to a node connected to the core. The tse asked the customer to verify that the simulator was not connected to the core. 31221 points to the universal power distributor (upd) high switch fault. The customer decided to convert to open surgery. The procedure converted to open surgery with no reported patient injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility. The fse confirmed that the psc would not power on completely. The touch panel would not turn on and the universal surgical manipulator (usm) leds would not light even though the power button would turn solid blue. The fse replaced the psc cfg universal power distributor (upd) pn 653470-09. This resolved the psc power issue.